Event description:
It was reported that during use, the blood leakage was observed on the grippers at the side port of Y-line between the hard plastic and the rubber. This issue poses a potential risk by creating a hazardous situation for the patient, including possible exposure to the blood. There was patient involvement, and no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available.